Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed that their implantable cardiac monitor was exhibiting post-sensed t-wave oversensing, resulting in missing labeling of stored episode data. The device was reprogrammed on (B)(6) 2020. There were no patient consequences reported.